Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional test and a review of the alarm logs were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was duplicated during testing and it was noted that the latch roller was damaged. To correct the condition, the latch roller was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had air in the line. It was not specified when in the process this occurred. There was no patient involvement. No additional information is available.